Event description:
It was reported that the cc4204a collamer plate lens tore as the surgeon inserted it. There was no pt injury. Additional info was requested, but not yet received. If any additional info is obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Eval: (other): a parent/child work order search was performed and there were no similar complaints found. Conclusion: (no conclusion can be drawn): based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).